Event description:
In 2007, the sales rep reported that during an anterior cervical discectomy and fusion, surgeon was implanting the center screw when the screw pushed through the entire plate prior to final locking. The surgeon was not able to get the screw to back out. The surgeon had to use another plate. Some of the screws were loose, so they were replaced with rescue screws. Add'l info received on 02 nov 2007, the sales rep reported that the surgeon followed the surgical technique by using the guide and tap. During implantation of the screw into the middle swivel, the screw went through the plate. The screws were then too loose in the bone. The entire surgical delay was one hour. There was no reported injury to the patient.

Manufacturer narrative:
Device MFR date is unk. Evaluation pending.